Event description:
Customer reported lock ups, collimator closing down, and c-arm rotation got stuck at 70 degrees. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power supplies and power plug. System operates as intended. This MDR is related to ge healthcare complaint number.